Event description:
Facility reports that at the initiation of treatment the patient became short of breath and patient's skin had become red. Facility suspects a patient reaction to polysulfone. The patient was then treated with o2, benadryl, and epinephrine. The patient on the previous month had a reaction to an asahi polysulfone dialyzer. Since then, pt has been switched to f-8 dialyzers. Facility preprocesses dialyzers before use. The patient had used a total of three f-8 dialyzers and two asahi dialyzers. The first two f-8 dialyzers were used without incident, one dialyzer was used twice and the second was used eight times. Upon using the third f-8, a new preprocessed dialyzer, the patient had the above reaction. The facility is going to continue to use the f-8 dialyzer the patient had a reaction to until a special ordered asahi bio-membrane dialyzer arrives that will be tried with the patient. The facility believes that once the dialyzer is coated with patient's blood from the first use, the patient does not have subsequent reactions to the dialyzer. The previous reactions have all occurred upon first use of the dialyzer. Facility does not believe these reactions are from "eto" residual as the asahi dialyzers are gamma sterilized. The patient has low reuse numbers as heparin is not used during the patient's treatments due to the patient having an abdominal aortic aneurysm. The patient has been discharged to home after every incident. No sample available for evaluation. The patient is new to dialysis and started in 2002. The patient started at this clinic, not in acute setting.